Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Revision due to pain and a loose, mal-positioned cup. Doi (B)(6) 2011 - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision due to pain and a loose, malpositioned cup.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaints databases finds one other report found against the c445263 lot code for loosening. Review of the device history records for lot c445263 did not reveal any related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Pfs and medical records received. It should be noted, these records were received through a ppd for an additional existing legal complaint for this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.